Manufacturer narrative:
The miseal disposable tip and cable were not returned, therefore, no investigation could be conducted. No lot number was provided, therefore, the device history record could not be reviewed.

Event description:
The surgeon noticed that half of the white insulation boot was cracked and falling off. The surgeon stopped using the instrument and it was discarded at the hosp. No pt info was provided.